Manufacturer narrative:
The associated complaint device was returned. A visual inspection was conducted and confirms two of the sizing guides are broken off. The broken pieces were returned with the device. This device was manufactured in 2011. The device shows significant signs of wear/usage. A crack may have initiated during use or due to the heating and cooling associated with autoclaving. Plastics are vulnerable to brittle fractures due to over loading in a bending manner. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery the instrument broke when it was pushed against the patient's bone for measurement. All pieces were recovered, nothing remained into the patient, and there was no harm to the patient or to staff. Procedure completed with no delays. Smith & nephew back up available but not needed. The final outcome of the surgery was good.